Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The presence of air bubbles in the cassette tubing could indicate a tubing connection issue or a leak in the cassette that could allow air into the disposable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the pump was alarming no disposable. Troubleshooting was done but the pump continued to alarm. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.